Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 418mg/dl. The customer states they treated with insulin pen. The mother states they had issues with their mio sets. The customer mentioned previous calls for no delivery alarms and motor error. The mother states they had discarded of sets. The customer was advised to call as soon as issues arise and hold on to their sets in order to troubleshoot and return for analysis. The customer is being sent replacement supplies.